Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the pump was alarming. The patient reported they were hearing an alarm and was not sure if it was the pump or not. The patient reported they were hearing a 5 single tone beeps in a row that goes off every 10 minutes when they're home. The patient reported their refill wasn't for another week. The patient did not have the personal therapy manager to check the pump status and the alarm was not consistent with pump alarms. The patient also reported that they were experiencing pain when they were "doing things," and they don't feel pain immediately, but lately it felt like a burning pain right where the pump is and the pain flows to her back. The patient reported that the past couple of days its to the point where they only have to squat down and it gets warm and then hotter and hotter and then feels like it's burning. The patient reported their doctor feels the pump may be pressing on a nerve since the patient had recently lost some weight. No further complications were anticipated/reported. Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-dec-21. It was reported that the patient's pump was "set to zero after leaning on a working microwave." The patient was seen in the hcp's office and the pump was interrogated. The logs showed that 0ml were in the reservoir and the low reservoir alarm had occurred. The pump was accessed and 11ml remained in the pump. The event happened "a couple of weeks ago" and the patient was seen in the office "a week ago." The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the volume discrepancy was possibly electromagnetic interference. The pump was emptied to assess the real residual volume. The drug was reinjected into the pump and the pump was reprogrammed. It was reported that the issue was resolved. No further complications were anticipated/reported.